Event description:
Reporting status: serious injury - medical intervention/hospitalization. Reporting rationale: stent dislodgement resulting in an additional procedure device issue: stent dislodgement. It was reported that this was an acute myocardial infarction (ami) case. Pre-dilatation was done in the tight proximal lad. The stent was thought to be implanted. Post-dilatation was done with another company's balloon. The pt was closed and moved out of the cath lab. The pt experienced chest pain and it was realized that the stent had not been implanted; therefore, another vision was implanted. The stent could not be found; however, it was confirmed to not be in pt; therefore, it appears that the stent dislodged prior to use. A product with this issue should be identified during the inspection prior to use, as indicated in the product IFU, and should not be used on the pt in this condition. The pt was recatheterized and another vision was implanted with no pt issue. Pt remained in the critical care unit. No additional event or pt info is available.